Manufacturer narrative:
The insulin pump failed audio tone check during self-test and no audio tone noted during alarms due to open coil at the printed circuit board also, format history file analysis has confirmed pump error 63 due to poor solder joints at the ambient light sensor on the keypad assembly. However, the insulin pump passed the full functional test including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump was received with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hardware low level failures from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the delivery stopped and the audio is broken off the pump. The customer stated that the self-test does not give any sound. The customer will be sent a replacement pump.